Event description:
It was reported that the device had an error code 1260. The event occurred during testing on (B)(6) 2024.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the downstream sensor and upstream sensor seal were contaminated. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue; found customer was improperly soldering the clock battery and damaged mpu board. The most probable cause was determined to be the customer improperly soldering the clock battery and damaged mpu board. The mpu board was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.